Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump "stopped working" and all insulin deliveries were stopped. Reportedly, the customer reverted to manual injections and declined troubleshooting for this issue. The customer's blood glucose level was 145 mg/dl.